Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol) using a preloaded delivery system, the lens jammed up and then shot out puncturing the posterior capsule. The lens stayed down in the vitreous. The surgeon left the lens in the eye and placed another lens into the sulcus. Additional information was requested.

Manufacturer narrative:
Only the device was returned inside a baggie that was inside the carton. A small amount of solution is dried throughout the device. The plunger is fully deployed. The plunger orientation is correct. No damage was observed to the device. No lens was returned for analysis. It is unknown what viscoelastic was used. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The product investigation could not identify a root cause for the reported complaint. It is unknown if the qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. Top coat dye stain testing was conducted with acceptable results. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting following the implant, the retina looked 'ok' and the patient will return for a follow up appointment. The patient is currently experiencing floaters.